Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted. To further reduce tr, an additional clip was implanted. It was noted that visualization was poor, which made it difficult to ensure sufficient leaflet capture. A couple minutes after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) was caused by procedural conditions. It should be noted that, the indication for use section of the mitraclip ntr/xtr instructions for use, the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, the device was used for a tricuspid valve procedure; however, the off-label use did not likely contribute to the reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling.